Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were six electrodes returned for the evaluation. Following tests were conducted to determine the root cause of the reported issue: evaluation according inspection procedure for release control was performed. The requirements were fulfilled, all parts were existing, and nothing has damaged. Electrical parameters according to procedure was performed. The requirements were fulfilled, and the electrical parameters are within limits. As the returned samples did not show any issues, it is not possible to determine the definite root cause. A corrective action is not applicable at this time. The current process is running according to product specifications, meeting all quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed, and approved by quality, prior to release of product.

Event description:
Customer reports: the electrodes show bradycardia and asystole on the monitor although saturation, and pulse are normal. Even the slightest touch on the cables leads to artifacts. The electrodes have never been so susceptible to artifacts before. The customer has been working with our electrode for a very long time. These strong disturbances have never been seen before.